Event description:
It was reported by dealer that the box was not damaged but the spoke on the trex28pp wheel chair was broke out of the box. Possible concealed freight damage. Protocol questions not applicable.